Event description:
It was reported that this pacemaker exhibited far field r wave oversensing. Further review with the clinician was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.